Event description:
Analysis of the lead was completed on (B)(4) 2014. Note that the lead assembly (body) including the electrodes was not returned for analysis; therefore, a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pins provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no discontinuities were identified. Analysis of the generator was completed on (B)(4) 2014. The device performed according to functional specifications. Analysis in the pa lab concluded proper functionality of the pulse generator and that no abnormal performance or any other type of adverse condition was found.

Event description:
It was reported via a call from (B)(6) that the vns patient passed away due to a seizure on (B)(6) 2014. The generator and lead had been explanted and returned to the manufacturer where analysis is currently underway. Attempts for additional relevant information were made but have been unsuccessful to date